Event description:
Hcp reported the device continually returned to factory settings for at least six months. The pt was living in a nursing home. No pt injury was noted. The device was replaced. The device was explanted and returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed the insulator on the inside of the left device shield was missing.